Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Performance data collected from the device was received and analyzed and shows the device programmed prior to implant.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) could not be implanted as the ipg had reached elective replacement indicator (eri) prior to use. There was no patient involvement.